Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information indicates that the malfunction was with the patient's right ipg and not this device. There were no allegations of malfunction or deficiency against this device.

Manufacturer narrative:
Additional information indicates that the malfunction was with the patient's right ipg and not this device. There were no allegations of malfunction or deficiency against this device. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.